Event description:
It was reported that patient underwent a spinal cord stimulation (scs) lead revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7072901.